Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set split in half and broke, causing fentanyl and blood to spill onto the floor. This occurred while transferring the patient from the bed to the computed tomography (CT) scanner bed for CT imaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.